Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coronary sinus was dissected during a cannulation attempt to place the left ventricular lead. Further attempts of cannulation were unsuccessful and the lead was not implanted. There were no additional adverse consequences to the patient.